Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the doctor could not fire the instrument. The case was completed with another instrument and with no pt consequence. The device was discarded.